Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the charging has improved but it still take longer to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that it takes a long time to charge indicating that the ins battery is 1/3 full and it takes 3-4 hours to charge. No symptoms reported at this time.